Manufacturer narrative:
Six of the buttons on the insulin pump were unresponsive due to flattened button dome switches. The pump also had minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; both the customer and her doctor think the buttons are too hard to press. The patient's blood glucose at the time of incident was 197 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.